Event description:
It was reported, the patient had a loss of stimulation coverage and a lead migration. The patient had increased pain in their left lower extremity and some calf weakness. The patient also had worsening numbness and weakness in the left lower extremity. The patient felt that the stimulator coverage patter had been reduced. An x-ray showed the lead had migrated down a segment. It was noted intervention involved reprogramming, but they were unable to get adequate coverage in the left lower extremity. Further intervention involved replacing both percutaneous leads with a paddle lead. Initial programming after new lead placement provided adequate coverage of patient¿s pain. The event was resolved without sequelae. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).